Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that a metal particle was found inside the patient and was safely removed. The customer requested to check whether it might be part of an instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to visually identify the origin of the metal fragment, which resembled a wire tip, and could not confirm if it was from a da vinci instrument. Three different instruments (monopolar curved scissors, prograsp forceps, fenestrated bipolar forceps) were used and will be returned for evaluation, but the specific instrument involved was not determined. Pre-use inspections revealed no abnormalities or damage, and the surgeon reported no functional issues during the procedure. Although there was contact between instrument tips, details such as the exact surgical task during fragment fall, cause of breakage, duration of instrument use, retrieval method, and confirmation of all fragments being removed remain unknown. No additional surgical procedure was needed to retrieve the fragment, and the operation was completed robotically.

Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation. Refer to medwatch report (MDR) with MFR. Report # 2955842-2026-20358 for MDR submission of the event against the fenestrated bipolar forceps instrument. Refer to MDR with MFR. Report #2955842-2026-20360 for MDR submission of the event against the monopolar curved scissors instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was visual inspected internal and external; no issues was identified. No cable issue detected. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Manual articulation of inputs passed. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly and adequately. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.